Manufacturer narrative:
Analysis found the lead to exhibit normal electrical characteristics. Insulation abrasion was noted at 51 cm from connector pin. This abrasion did not contribute to the reported event. Other damage seen was sustained during the surgical procedure.